Event description:
Routine complaint investigation when a consumer reportede receiving imprecise sequential readings on their precision qid blood glucose monitor. The values, when pointed on a parkes error grid, fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.